Manufacturer narrative:
The reported event was lead contaminated. A complete lead was returned in one piece with the helix found retracted and no blood/tissue in the helix assembly housing. Visual, x-ray and electrical evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered that the lead became contaminated. The physician elected to complete the procedure with a different lead. The patient was in stable condition.